Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several actions, including disconnecting and tightening the tubing and delivering multiple bolus units to address the occlusion issue, with the occlusion alarm recurring twice. The bolus was successfully completed after further instructions to use a new cartridge. Customer was advised to replace supplies as necessary and resume insulin, with a follow-up requested for additional assistance.